Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: the returned battery cap and a test cap attached securely to the pump. No power interruptions were observed in the black box history at the time of the complaint. The pump was successfully run on a 24-hour basal program with no power loss occurrences. Investigators were unable to duplicate the complaint of no power during their investigation. The pump was opened and no damage was observed to the power circuit and no moisture was observed internally. Battery compartment cracks at the threads to the left of the bumper and at the case seal below the bumper were observed.